Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the moderately tortuous, moderately calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 2.50 x 20 mm trek rx balloon dilatation catheter (bdc) was selected for pre-dilatation. No resistance was felt during removal of the protective sheath, the balloon was soaked in saline prior to use and was prepped (air aspiration) outside the anatomy. The bdc was advanced with no resistance to the lesion and on the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance, replaced with an unspecified 2.50 x 20 mm bdc to complete pre-dilatation and the procedure was successfully completed with the implantation of an unspecified stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.